Manufacturer narrative:
(B)(4)

Event description:
When this lead was connected to the pacemaker, there was undersensing. Physician tried to reposition the lead with no success. Another pacemaker was attached with the same results. Again, physician repositioned lead from appendage to lateral wall and the numbers were in the normal range. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.